Event description:
It was reported that the patient implanted with this device presented an endocarditis. Consequently, the entire therapy system was explanted. Since the patient is pacemaker dependent, a new system was implanted and no additional adverse patient effects were reported. The hospital is in possession of the explanted product. At this time, specific details of the device are unknown, but additional information was requested.

Event description:
It was reported that the patient implanted with this device presented an endocarditis. Consequently, the entire therapy system was explanted. Since the patient is pacemaker dependent, a new system was implanted and no additional adverse patient effects were reported. The hospital is in possession of the explanted product. At this time, specific details of the device are unknown, but additional information was requested. Additional information was received indicating that this device is not a boston scientific product, therefore, the company does not own reporting responsibility. The initial report was submitted prior to receiving this information, so specific details of this patient's therapy system were unknown at the time.

Manufacturer narrative:
This device is not a boston scientific product.